Event description:
A spva valve was implanted in a pt (date of implantation unknown). Since this valve was occluded, the doctor removed it from the pt and implanted another valve.

Manufacturer narrative:
The incident has been reported to manufacturer on 08/23/2006. Analysis reports shows that the alleged failure was not duplicated. Nevertheless, deposits inside valve and catheters indicate a beginning of occlusion. Occlusion is the main complication known by neurosurgeon and described in the instruction for use. No corrective action is decided.